Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument orange sleeve was peeling off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube extension was broken at the proximal clevis interface. The tube extension fractured next to one of the keys that mates with the proximal clevis. The evidence was inconclusive, but the tube extension likely broke due to excessive side loading or other mishandling/misuse. Failure analysis removed the housing and found that the flush tube exhibited a couple of kinks in the backend. The kinks occur prior to the flush tube entering the idler block/gimbal plate and can restrict fluid flow, preventing proper flushing of the instrument. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.